Manufacturer narrative:
Correction; b5: describe event or problem: it was reported that a maxplus positive pressure connector leaked and contributed to blood exposure during use. The following was reported by the initial reporter: "it was reported that the blue plastic piece inside the hub got stuck when removed from syringe and sprayed blood onto my arm. Verbatim: "when I was drawing blood from patient from her chest port, the hub that attaches to the end of her port was stuck and quickly shot back and splashed a small amount of blood on my arm and chest, roughly 10-12 specks 3/22/21- spoke to rn concerning event. Rn is to comply with employee health's recommendations for blood exposure. Rn states, "the blue plastic piece inside the hub got stuck when I removed the syringe and it sprayed blood onto my arm." H6: investigation summary: a photo was received by customer but the only contents are evidence of the lot/material of the effective set package. Without a photo or sample of actual failure, the complaint cannot be verified and the root cause of the leakage remains unknown. A device history record review for model mp1000-c lot number 20026255 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that a maxplus positive pressure connector leaked and contributed to blood exposure during use. The following was reported by the initial reporter: "it was reported that the blue plastic piece inside the hub got stuck when removed from syringe and sprayed blood onto my arm. Verbatim: "when I was drawing blood from patient from her chest port, the hub that attaches to the end of her port was stuck and quickly shot back and splashed a small amount of blood on my arm and chest, roughly 10-12 specks. 3/22/21- spoke to rn concerning event. Rn is to comply with employee health's recommendations for blood exposure. Rn states, "the blue plastic piece inside the hub got stuck when I removed the syringe and it sprayed blood onto my arm."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a maxplus positive pressure connector leaked and contributed to blood exposure during use. The following was reported by the initial reporter: "it was reported that the blue plastic piece inside the hub got stuck when removed from syringe and sprayed blood onto my arm. Verbatim: here is the info regarding the malfunctioning connector I was telling you about. See attached photo. When I was drawing blood from patient from her chest port, the hub that attaches to the end of her port was stuck and quickly shot back and splashed a small amount of blood on my arm and chest, roughly 10-12 specks. On (B)(6) 2021 spoke to rn concerning event. Rn is to comply with employee health's recommendations for blood exposure. Rn states, "the blue plastic piece inside the hub got stuck when I removed the syringe and it sprayed blood onto my arm." Will task to xxxxxx xxxxxx, supply chain, to look into why the pressure valve on the negative pressure valve malfunctioned".